Event description:
Essure device implanted in 2012. One coil migrated completely out of left tube and pierced completely into my uterine muscle causing intense muscle cramping and pain. The other coil was migrated mostly out of fallopian tube. Had to have total hysterectomy. Rather than save me the pain and expense of a major surgery (as this device was marketed) it provided me with 8 months of excruciating pain, thousands of dollars of medical bills and the risk of major surgery anyway. FDA safety report ID # (B)(4).